Event description:
The advocate called for help with the customer's meter. She stated that she had received high blood glucose readings when testing with the meter. While troubleshooting, she performed control tests and received a result of 186 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The customer was advised to returned the test strips and meter for eval. Replacement products were sent to the customer.